Event description:
With patient's previous presentation, saturation on masimo radical ms-11 monitor was questioned as inaccurate. Patient on ventilator, fi02 0.60, spo2 on saturation monitor was 93%. Abg drawn, sao2 on abg resulted as 75% with a pao2 of 50 mmhg. Fio2 to patient subsequently increased to 0.80, spo2 increased to 98% on saturation monitor. Abg repeated after 1 hour, sao2 resulted 82% with pao2 of 60 mmhg. A suspected trend of innacuracy with masimo monitor observed.